Event description:
Hamilton medical ag received the following event description: facility complains about the technical codes occurred during ventilation. Patient was bagged, no harm was reported.

Manufacturer narrative:
The watchdog detected that a process does not exist, or reacted too late.technical fault (tf) 9901 tf 9902 tf 9904 to 9939 tf 9950 to tf9956. Investigation is ongoing.

Manufacturer narrative:
The watchdog detected that a process does not exist, or reacted too late. Technical fault (tf) 9901 tf 9902 tf 9904 to 9939 tf 9950 to tf9956. Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation of a patient the device alarmed with loss of mains power supply tf3087. The patient was bagged and moved to another device. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Based on the provided logfile @13.04.2023 the device stopped functioning with panel connection lost, multiple technical faults(tfs) and a power fail alarm due to an empty internal battery and no mains power available. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description : facility complains about the technical codes occurred during ventilation. Patient was bagged, no harm was reported.